Event description:
A surgeon reports difficulty with the collagen corneal shield. During surgery, the shield was soaked in a topical antibiotic with a steroid, and then placed on the cornea. (The patient was being treated with a hyper osmotic treatment.) The patient developed corneal edema which has lasted for one month. The surgeon had to physically remove the corneal shield from the patient's eye. The patient is experiencing poor vision and stated he felt like there was a foreign body in his eye. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause determination is in progress.